Manufacturer narrative:
Per the device¿s instructions for use complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to mitral valve impairment/damage. Mitral valve injury in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. In most cases this condition does not require intervention. If the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the mitral injury was likely caused by the extra stiff guidewire and delivery system while crossing the native aortic valve via transapical approach. There was no allegation or indication of a device malfunction. The mitral valve was surgically replaced. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, a mitral valve injury was caused by the ascendra+ delivery system and extra stiff guidewire while crossing the native aortic valve and was repaired by open heart surgery. In addition, post deployment the 26mm sapien xt had severe paravalvular leak (pvl) and a second valve was implanted. Initially, bav was performed twice with a 20mm bav balloon, and no mitral regurgitation (mr) was noted. It was decided to implant a 26mm sapien xt with 1ml less than nominal volume. A guidewire deflection was noted immediately before crossing the native aortic valve with the sapien xt. It was observed that the nose cone of the delivery system and the deflected guidewire were placed abnormally toward the mitral valve. Immediately after that, massive mr was observed. Vassopressor was given but the blood pressure (bp) did not increase to over the 60¿s mmhg. The delivery system with valve and sheath were removed because the system might have been entangled with the chordae tendinae. Although both the delivery system and the sheath were withdrawn, the mr did not improve. Vasopressor was given but the bp dropped to the 40¿s mmhg, so percutaneous cardiopulmonary support (pcps) was initiated. Immediately after that, ventricular fibrillation (vf) occurred. After performing defibrillation (dc) 8 times, the patient¿s rhythm returned. It was decided to conduct open heart surgery for the mitral valve but to continue the tavr procedure for the aortic valve. A new 26mm sapien xt was implanted with 1ml less than nominal volume. Post deployment the xt valve position was 50:50 aortic/ventricular and severe pvl by tee. Post dilation was performed with nominal volume. The xt valve was fully inflated and in good position, however, ¿aortography showed severe pvl from circumference of calcification¿. A valve-in-valve was performed and the pvl improved to mild. All the devices for the tavr procedure were withdrawn and converted to open heart surgery. A very small laceration was observed in the p3 of the mitral valve and no chordae tendinae rupture was noted. Mitral valve annuloplasty was performed with suturing the a3 and the p3. After the procedure, the cardiopulmonary bypass (cpb) flow was weaned down. When the patient¿s rhythm returned after performing dc, echo showed no mr and mild pvl. The patient was transferred to the ICU with intubated and without any support such as pcps or balloon pumping. On pod1, palpable sound at popliteal was confirmed at ICU. Skin color and body temperature were getting better. The valves in aortic annulus and mitral valve were monitored by tte, these functions were fine and cardiac functions were considerably recovered. On pod 2, the right lower limb blood flow had worsened and the potassium level was increased. Amputation was performed in the forenoon, but the patient was passed away in the late afternoon. The cause of death was hyperpotassemia by right lower limb necrosis. The physician commented that the patient¿s death was not related directly to the devices. The patient¿s aortic annulus measured 24.5mm with severe valve calcification.